Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified; the likely cause for cracked adhesive around the objective lens is cause traced to component failure. Root cause for the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited adhesive around objective lens, and foreign objects inside the air/water-cylinder and air/water-tube. There was no patient involvement.